Manufacturer narrative:
Information is unavailable; device was not returned for eval.

Event description:
It was reported that during a sigmoidectomy, the anvil came off when turning the rotate knob. Another device was used to complete the case. There were no adverse consequences to the pt.